Manufacturer narrative:
Bending, fracture, loosening or migration of the implant is listed as a possible adverse effects in the array spinal system package insert.

Event description:
Patient claims to have obtained physical injury, when a spinal screw broke following implantation.